Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l2 proximal junctional kyphosis and compression fracture; and underwent balloon kyphoplasty. Intra-op, the balloon ruptured during inflation at one side of l2. The pressure prior to rupture was 280 psi and volume prior to rupture was about 2.5 cc. Bone sclerosis was progressed and curretting was done prior to balloon insertion. After balloon rupture, washing was performed and the cement was inserted. The procedure was then completed. No fragment of the ruptured balloon remained inside the patient. The patient was not allergic to contrast media. There were no patient complications reported as a result of this event.